Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of the minute ventilation signal on the right atrial (ra) channel. Review of the daily measurements found that the lead safety switch (lss) had triggered for another manufacturer's right ventricular (rv) lead due to high out of range impedance measurements of greater than 3000 ohms. Boston scientific technical services (ts) was consulted and the minute ventilation feature was programmed off. Six days later, the lss was triggered on another manufacturer's ra lead due to high out of range pacing impedance measurements of greater than 2000 ohms. Oversensing of noise was also observed on the ra channel. Boston scientific technical services (ts) was consulted and suggested obtaining an x-ray to assess the integrity of the pacemaker system. At this time, the pacemaker, ra and rv leads remain in service and no adverse patient effects were reported. The field representative was able to obtain additional information noting that an x-ray was taken which did not show any significant findings and the system was reprogrammed to turn off the minute ventilation feature. At this time, the system remains in service and no adverse patient effects were reported.